Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an av node ablation procedure there was clear pacing from the device, however they saw loss of ventricular capture. It was noted that electrocautery mode was programmed on for the procedure. Boston scientific technical services (ts) was contacted and explained that the defib detect circut had been activated which can truncate pacing output. The field representative noted the patient had underlying junctional rhythm. No adverse patient effects were reported and the device remains in service.